Manufacturer narrative:
(B)(4). The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Technical root cause could not be determined as the system is within specifications and works as intended. (B)(4).

Event description:
An optometrist reported a case of stage two diffuse lamellar keratitis of the left at two days post lasik treatment. Reporter noted topical steroid eye drop dosage was increased. Patient indicated he did not obtain post operative eye drops until day after laser treatment. Patient reported increased tearing, redness, a dull aching and increased light sensitivity.